Event description:
It was reported that during a customer performed preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) failed the membrane test on pim. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated the unit and confirmed the membrane test was failing , replaced the safety disk and reran the test and all passed this time, ran unit thru a complete calibration and electrical safety tests, ran unit it on test balloon, all worked as it should unit was returned to customer.

Event description:
N/a.